Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where it popped while injecting the patient in the right nasolabial. A #25 cannula was attached to the syringe which had disengaged from the luer lock. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where it popped while injecting the patient in the right nasolabial. A #25 cannula was attached to the syringe which had disengaged from the luer lock. There were no injuries.